Manufacturer narrative:
Concomitant medical products: dtpb2qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing phrenic nerve stimulation. Follow up concluded the left ventricular (lv) lead was previously reprogrammed to address the phrenic nerve stimulation. The phrenic nerve stimulation returned and the lead was reprogrammed. No further patient complications have been reported as a result of this event.